Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years. Through follow-up with the health-care provider, it was learned that the explant was due to the development of severe aortic valve stenosis. Intra-op tee confirmed critical aortic valve stenosis with marked leaflet motion decreased. Operative findings revealed upon opening of the aorta an exuberant pannus formation around the annulus making explant difficult. Extensive debridement was necessary and this was reconstructed with the valve sutures. "There was extensive scar tissue and pannus, and the old valve was deeply embedded, and removal of the sewing ring led to separation of the aorta from the annulus and the anterior leaflet of the mitral valve." The valve was then replaced with another edwards bioprosthetic valve. Additionally, there have not been any allegations of a product malfunction or quality deficiency related to the subject device.

Manufacturer narrative:
(B)(4) - pannus growth. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of the reported pannus could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Although the root cause of event cannot be confirmed, the aortic stenosis experienced by the patient was likely due to the pannus growth noted. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.